Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values. Which, occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2023, the patient experienced vomiting, nausea, tachycardia, and diabetic ketoacidosis (dka). The patient was discharged from the hospital on the (B)(6) after an unspecified length of stay. The patient was back at hospital again on the (B)(6) . It was not specified, whether the patient was utilizing the same sensor. The hospital had given the patient an IV and insulin. At an unspecified moment, during an episode, the cgm was reportedly 80 mg/dl, while the bg was 250 mg/dl. There was no documentation of further medical evaluation or intervention for dka. At the time of the report on the date of readmission, the patient was vomiting. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.